Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concurrent conditions included obesity, stress, sleep disorder and spinal stenosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pain in extremity ("pain radiating to leg/ leg pain") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and uterine tenderness ("other injuries: mild tenderness of the uterus"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, pain in extremity, fatigue, alopecia and weight increased had resolved and the dysmenorrhoea, dyspareunia, back pain and uterine tenderness outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, pain in extremity, pelvic pain, uterine tenderness and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: event injury was replaced with event pelvic pain. New events -"dysmenorrhea, dyspareunia, fatigue, hair loss, abdominal pain, back pain, leg pain, weight gain, other injuries: mild tenderness of the uterus" were added. Outcome of event pelvic pain, abdominal pain, leg pain, fatigue, alopecia, weight gain were added as recovered/resolved. Reporter's information, patient demography, medical history, historical condition lab data were added. Case is upgraded from other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. Concurrent conditions included obesity, stress, sleep disorder and spinal stenosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pain in extremity ("pain radiating to leg/ leg pain") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and uterine tenderness ("other injuries: mild tenderness of the uterus"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, pain in extremity, fatigue, alopecia, weight increased and uterine tenderness had resolved and the back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, pain in extremity, pelvic pain, uterine tenderness and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion. Imaging procedure - on an unknown date: result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Outcome for dyspareunia, dysmenorrhea and uterine tenderness was updated from unknown to recovered/resolved. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.